Event description:
It was reported the ipg was unable to communicate with the external devices. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.